Manufacturer narrative:
(B)(4). The device is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge came out of a minicap. There was no patient involvement. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.